Event description:
It was reported by service report that the safety bar for the retractable head section is bent. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Safety hook.